Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 13g026 was manufactured between july 18, 2013 - july 26, 2013. A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. One used patient control module (pcm) was received connected to an infusor for evaluation. No defect was observed during visual inspection. A functional test was performed by filling the infusor unit with water while the pcm unit was attached to the infusor unit. After fill, evidence of flow was visually observed at the luer. When the pcm's button was pressed down, flow was also observed at the luer. Flow was visually observed at the luer when the pcm and infusor unit were tested individually and attached to each other. Initial evaluation did not confirm the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
It was reported that an unknown drug solution was not dispensed when the medication demand button of a japanese 2ml patient control module (pcm) was pressed down during infusion. There is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.